Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Device was returned due to advisory. The device was above elective replacement indicator (eri) level upon receipt and no anomaly was found on the header that is related to the field concern. Analysis of device image and session records indicated an increase in pacing output settings as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed did not find any anomaly with battery voltage above elective replacement indicator (eri) level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.